Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Battery is expected to be returned, it has not yet been received.

Event description:
Customer biomed reported to have placed a v60 battery in a v60 ventilator and the unit alarmed "battery failed". Biomed did not remember if any error code was displayed on the screen. Biomed removed the battery and tried a second battery he knew it was good, and this one worked properly. There was no patient involvement.

Manufacturer narrative:
The device was returned to the manufacturer¿s further investigation labs for analysis. During further investigation, a visual inspection of the battery revealed no signs of damage or contamination. Testing of the returned battery showed an e/c 1124 (check vent - battery failed) occurred and the battery voltage was 4.52v instead of the nominal 14v. When the battery was removed, the measured output voltage was 0v. It appears that calibration data was missing in the returned battery and the protection circuit was activated. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer returned battery had a low voltage and did not charge which triggered e/c 1124. The readout of the battery data flash indicated missing calibration data and an activation of the protection circuit.

Manufacturer narrative:
Serial # not provided. Root cause: increased leakage current of fet q6 on the battery pack pcba caused a partial activation of fuse f1. Since the fuse did not blow the heat exposure over an extended time caused the housing to melt in one spot and the battery to drain.

Event description:
The customer¿s biomed reported to have placed a v60 battery in a v60 ventilator and the unit alarmed "battery failed". There was no patient involvement.